Event description:
A customer reported their battery pack will not stay latched in their AED. The customer did not report this occurring during patient use.

Manufacturer narrative:
This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined. Based on the age of the AED, and the reported problem, the customer was advised to remove the AED from service.